Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a battery check alert during therapy in the general surgery care area(medication, volume and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed and observed two depressed battery contact pins to be depressed. The reported condition was verified through observation. The device was found out of specification in relation to the reported battery check alert which was reproduced when the device was connected to an ac power supply. "Battery alert!" Was verified through a review of the event history log and found to be caused by two depressed battery contact pins. The battery contacts were cleaned to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product.  Should additional relevant information become available, a supplemental report will be submitted.